Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the cartridge disengaged in the pt's cavity. The surgeon did not notice and the pt was closed. A reoperation was performed the next day to remove the cartridge.